Event description:
Same case as 2134265-2012-01862.it was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, deflation difficulties occurred.during treatment of the arteriovenous graft, the physician advanced the 8x80mm gladiator balloon catheter to the graft; after multiple inflations to less than 20atms, however, there was difficulty getting the balloon to fully deflate. The catheter was removed without incident. The patient status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).